Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle had scale marking issues. This occurred on 6 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 324910. Batch no: unknown (provided: 7377955). It was reported that when the consumer opened up the package she noticed few of the syringes had blurry prints on the scale mark. She used the one was able to read the mark. Verbatim: consumer reported when she opened up the package she noticed few of the syringes had blurry prints on the scale mark. She used the one was able to read the mark. Incident date-unknown; occurence-6. Item#: 324910; expiration date-2022-10-31; offered to send the voucher. From phone call on 2019-06-21 07:39:24: consumer reported when she opened up the package she noticed. Consumer left voicemail reporting veo 6 mm syringes for her cat ¿ scale print is blurry, making it difficult to read.

Manufacturer narrative:
H.6. Investigation: customer returned (6) loose 3/10cc, 6mm syringes. Customer states that there were blurry prints on the scale marks. All returned syringes were examined and all exhibited smudged scale print markings on the barrel. A review of the device history record was completed for batch#: 7317955 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200722183, 200721053, 200710711] noted that did not pertain to the complaint. There were two (2) notifications [200722121, 200722050] noted for scratched print. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona, to get a good adhesion of the ink to the molded barrel. Root cause: maintenance dispatch#: 46468 was created during the creation of this batch for worn out print pads. Corrective action: print pads were changed. H3 other text.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle had scale marking issues. This occurred on 6 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 324910 batch no: unknown (provided: 7377955). It was reported that when the consumer opened up the package she noticed few of the syringes had blurry prints on the scale mark. She used the one was able to read the mark. Consumer reported when she opened up the package she noticed few of the syringes had blurry prints on the scale mark. She used the one was able to read the mark. Incident date-unknown; occurence-6. Item#: 324910; expiration date: 2022-10-31; offered to send the voucher. From phone call on (B)(6) 2019, 07:39:24: consumer reported when she opened up the package she noticed. Consumer left voicemail reporting veo 6mm syringes for her cat, scale print is blurry, making it difficult to read.